Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the tip of an interlocking screwdriver from trochanteric femoral nail (tfn) locking set was reported damaged and described to have a sharp barb on the end. The issue was discovered at the sterilization department. There was no surgical procedure or patient involvement. This report is for an inter-lock screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the inspection has shown that both stopper tips at the forefront of the stationary part are deformed and bent downward. Also the stardrive of the stationary part is stripped and bent outward. The tip of the slider part at also clearly visible deformations at the inner side, this damages are concordant with the deformed tips of the stationary part of the stardrive. Summary: the complaint is confirmed at the stopper tips of the stationary part are bent downward. Based on the visual inspection it can be concluded that the root cause of the damage is handling related. The damages indicate that high lateral stress was applied onto the screwdriver while the sliding part of the stardrive was incorrectly positioned on top instead against the stopper tips. This caused a mechanical overload and the finally the deformation of the tips. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot: part: 03.010.473. Lot: 8952623. Manufacturing site: haegendorf. Release to warehouse date: 08. Dec. 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.